Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of dysmenorrhoea ('dysmenorrhea'). In an adult female patient who had essure (batch no. B51728-not valid), inserted for female sterilisation. The patient's medical history included: anxiety, fibromyalgia, carpal tunnel syndrome, carpal tunnel syndrome, bursitis, cervical facet arthrosis, lipoatrophy, skin disorder nos, neck pain, migraine, arthritis, depression, headache, endometrial ablation, endometrial polyp, seizure and impingement syndrome shoulder. Concurrent conditions included: menorrhagia, tachycardia and colitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: essure removal date given (B)(6) 2020. Lot number reported (b51728) is not valid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020, update of information (batch is not valid). On 13-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. B51728) inserted for female sterilisation. The patient's medical history included anxiety, fibromyalgia, carpal tunnel syndrome, carpal tunnel syndrome, bursitis, cervical facet arthrosis, lipoatrophy, skin disorder nos, neck pain, migraine, arthritis, depression, headache, endometrial ablation, endometrial polyp, seizure and impingement syndrome shoulder. Concurrent conditions included menorrhagia, tachycardia and colitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: essure removal date given (B)(6) 2020. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.